Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge change error issue could not be verified; however, the reported unexpected reset was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Subsequently, a cartridge change error occurred during the load process. The customer's blood glucose level was 180 mg/dl. The customer had manual injections available as alternate insulin therapy.